Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/14/2015. The fse confirmed a clenz leak from a tear in tubing at pinch valve pv37; the tubing was replaced, resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported finding an uncontained leak of 20 ml of blue fluid from the coulter lh 500 hematology analyzer the customer was wearing gloves, and a lab coat at the time the leak was found. There was neither death, injury nor change to patient treatment; patient results were not impacted.